Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope received an e226 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e226 error code was not confirmed. The device evaluation found b30 scope communication error and it was observed that there was no image. Bending tube had a dent. Deformation or breakage of the connector. Due to damage of the charge-coupled device unit, the image was not displayed. Control unit was dirty due to water leakage. Scope-connector had corrosion due to water leakage. Insertion tube was dented and wrinkled. The entire scope had fluid invation at the control body, universal cord and endoscope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b3, b5, d10, h6 and h10. B5: the information included in this field was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely water invaded the device while the user was handling it which led to abnormality of electronic parts. As a result, the error message was displayed. The root cause of this event was unable to be identified. The event can be detected/prevented by following the instructions for use which state: ¿inspection of the endoscopic image. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device (a scope of the same model, serial number unknown) and there was no delay to the procedure. The procedure type is unknown and it¿s unknown if the patient was under sedation. This report is being submitted for the b30 error / loss of image.